Manufacturer narrative:
(B)(4). The patient reused single use supplies when they disconnected a bag and reconnected another bag during the therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide,¿ which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient reused single-use supplies during fill one of peritoneal dialysis therapy. The care giver (cg) explained that they changed out the heater bag in an attempt to troubleshoot an unrelated alarm. The technical service representative (tsr) explained to the cg that they should never change out an item connected to the homechoice device during the therapy. The tsr instructed to start over with new supplies and explained why. The cg understood and ended the call. There was no patient injury or medical intervention associated with this event. No additional information is available.